Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported undetected downstream occlusion which was not reproduced. The device was found able to detect a downstream occlusion and the downstream force sensor readings were within specification, however the downstream tubing guide depth was found out of tolerance. The undetected downstream occlusion was verified and found to be caused by the out of tolerance tubing guide depth. The downstream tubing guide depth was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect a downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.